Event description:
It is reported that the device was implanted in 2009 and seven week post op, pt dislocated twice in one week. At approximately 10 weeks later, the pt was revised.

Manufacturer narrative:
Eval summary: the device conditions are unk, the mating femoral stem component is unk, and it is unk if the components were implanted with the correct orientation and fit as per the surgical technique. Surgery notes from the primary surgery, revision surgery, and from successive pt visits are unavailable. The surgical instruments used during the primary surgery are unk. X-ray images post-primary surgery and from successive pt visits are unavailable. The rehabilitation regime, both physical and pharmacological, and compliance thereof is unk. Based on the above info and observations, the dislocations may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts, extent of component stability, extent of soft tissue tension, and/or pt behavior. However, the exact cause of the current situation cannot be conclusively determined. Eval codes: no product was returned. Review of the device history records do not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.